Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.7, re-test: 3.7, re-test: 2.8. Date: (B)(6) 2010, lab: 3.3. The same finger stick was used for the re-tests on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.